Event description:
It was reported that during an emergent follow up, it was noted that the right atrial (ra) and left ventricular (lv) leads were reversed in the cardiac resynchronization therapy defibrillator (crt-d) header. The physician instructed to turn off pacing until the leads were correctly connected. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient passed away the night before they were going to perform the procedure to resolve the issue due to covid-19. There is no evidence to suggest that the patients death is related to the device performance.

Event description:
It was reported that during an emergent follow up, it was noted that the right atrial (ra) and left ventricular (lv) leads were reversed in the cardiac resynchronization therapy defibrillator (crt-d) header. The physician instructed to turn off pacing until the leads were correctly connected. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.